Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised physio-control that they had examined the device and were unable to duplicate the reported issue.  The biomedical engineer also stated that their facility believes that the cause of the reported issue was use error.  However, due to a lack of information provided by the customer, physio-control could not conclusively determined whether or not a use error caused or contributed to the reported event.  Due to the customer's belief that the cause of the reported issue was the result of use error, physio-control has offered to provide additional training to the customer. A clinical review of the file was performed by physio-control, however, there was insufficient information within the file to determine if the device use contributed to the outcome of the patient.   The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not advance beyond 200 joules during an event. The patient, a (B)(6) female, did not survive the event. Physio-control has made numerous attempts to obtain additional information about both the patient and the event; however, the customer has declined these requests.

Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates:  02/11/2003. Device manufacture date, of the initial medwatch report should have indicated:  02/10/2003.